Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that the cause of the power on reset (por) may have been a CT scan. The patient had chosen to leave the device off as they were doing well without it. It was reported that the por had not been done yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Caller reported the patient programmer was showing information and they were not sure what it meant. Caller reported the patient recently had an unrelated cat scan, CT scan and radiofrequency test. It was reported they were seeing a power on reset (por) message. No patient symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.